Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k063619. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: imwce-5-pda5/ e3454125 ((B)(4)) and tds-110-pda/ e3475740 ((B)(4)) were used for treatment of pda. The coil and delivery system were connected with following the normal procedure and advanced to the ductus arteriosis. An attempt to detach the coil from the delivery system was made, but it failed. Then, the coil and delivery system were removed as a unit. The user tried to detach the coil outside the patient, but it would not be detached. The devices were replaced with another imwce-5-pda5/ e3306064 and tds-110-pda/ e3506838, and the procedure was completed successfully. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). This complaint is no longer considered reportable after completion of investigation. Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k063619. (B)(4). Summary of investigational findings: product is not returned, no imaging is available and the event description is limited. The provided informations is not sufficient to determine an exact root cause for the coil not detaching, but a likely root cause is the coil being loaded beyond the location described in the IFU during preparation. The IFU instructs the user to screw the coil on and then to turn the loading cartridge counterclockwise to leave a gap of 1 mm between the thread of the delivery wire and the coil. It is noted that the event did not harm the patient and that the procedure was completed successfully using a new device. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: imwce-5-pda5/ (B)(4) and tds-110-pda/ (B)(4) were used for treatment of pda. The coil and delivery system were connected with following the normal procedure and advanced to the ductus arteriosis. An attempt to detach the coil from the delivery system was made, but it failed. Then, the coil and delivery system were removed as a unit. The user tried to detach the coil outside the patient, but it would not be detached. The devices were replaced with another imwce-5-pda5/ (B)(4) and tds-110-pda/ (B)(4), and the procedure was completed successfully. Patient outcome: there have been no adverse effects to the patient reported.